Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2025. On the morning on (B)(6) 2025, the patient's cgm readings were within normal range. However, in the afternoon, the cgm values rose significantly, ranging from 350 mg/dl to high. At approximately 3:30 pm, the patient experienced dizziness and fell. Upon checking her insulin pump, the cgm reading was 350 mg/dl. The patient did not perform a manual bg check for comparison. According to the patient, the pump automatically administered approximately 3 units of insulin, followed by 5 units, and then another 3 units in response to the elevated cgm readings. The patient was unable to recall how many automatic insulin doses were delivered in total. Later that evening, while still feeling dizzy, the patient fell again while attempting to use the bathroom. The final reported fall occurred around 2:00 am on (B)(6) 2025, which the patient described as resembling a seizure episode. At the time of the call, the cgm was displaying a value of 223 mg/dl, while a manual bg reading showed 115 mg/dl. An attempt to calibrate the cgm was unsuccessful. The patient reported feeling unwell, dizzy, and afraid to stand due to body pain from the falls. She stated she would rest but did not indicate plans to seek medical attention or mention any treatment being administered. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator on (B)(6) 2025. The reported glucose values fall within the c zone of the parkes error grid on (B)(6) 2025. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizure.